Manufacturer narrative:
H3,h6: given the nature of the alleged incident, the product, could not be returned for evaluation; therefore, a device analysis could not be performed. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. No similar events were found in the complaint history; therefore, this would suggest it is an isolated event. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. With the results of this investigation the root cause of this event could not be determined. There is insufficient information to determine how iv3000 could leak. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during set up for treatment, it was noticed that the outer packaging of one (1) dressing from a iv3000 1 hand 10x12cm ctn 50 was leaking. The treatment was completed without any delay using a s+n back-up dressing. Since this was noticed before treatment, patient was not yet involved.